Event description:
It was reported that the user experienced recurrent hyperglycemia overnight and during the day, with a maximum reported glucose of 251 mg/dl overnight and 215 mg/dl during the day, followed by a hypoglycemic event to 59 mg/dl after an unannounced bedtime meal while using the ilet system. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia treated with oral glucose and food. Outcomes included transient hypoglycemia without medical intervention or hospitalization. Investigation included user education and troubleshooting regarding meal announcements and low-glucose treatment practices, with assignment for additional training. Investigation of this case revealed use error related to missed meal announcements that led to postprandial hyperglycemia and subsequent hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique, specifically failure to announce meals and potential overtreatment of lows, caused the event.